Manufacturer narrative:
(B)(4) no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 35.3cm was returned for analysis. Internal insulation abrasion was noted at 10.4-11.3cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.